Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, high capture threshold was observed on the ra lead . It was also noted under x-ray that the lead was pulled back. The ra lead was repositioned. Patient¿s condition was stable before, during and after the procedure.